Event description:
It was reported while using bd vacutainer® k2e (edta) 18.0mg plus blood collection tubes, there was tube push off seen with one (1) tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® k2e (edta) 18.0mg plus blood collection tubes, there was tube push off seen with one (1) tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary : bd received a video for investigation. Evaluation of the video indicated tube push-off. Functional testing was performed using 20 retained samples, and none of these samples were pushed off the needles. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: tube push off. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.